Event description:
The account alleged the brake casters are not holding. No pt impact.

Manufacturer narrative:
The account found the brake caster spacer missing and the brake casters in the wrong position. The account installed the brake caster spacer and corrected the brake caster placements to resolve the issue.